Manufacturer narrative:
(B)(4). No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Device was not returned for evaluation; infectious. Device was not returned for evaluation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, the tip of the manufacturer's device broke off during advancement. The tip was located in the right common iliac artery. The tip was successfully retrieved with a snare device. No injury to patient occurred. This event is being reported because additional intervention was required to remove the tip of the manufacturer's device from the patient's vasculature.